Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately nine years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient was followed for six years and was then lost to follow-up for the last three years. The patient presented emergently with abdominal pain. An ultra sound was performed and showed there was some blood flowing in the aneurysm sac. The patient became unstable and expired on the same day. The radiologist suspected a ruptured aneurysm because of the abdominal pain and the sudden decreasing stability of the patient. No autopsy was done and no films are available. No further information is available.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak, death, rupture), patient's condition affected effectiveness of device (lost to follow up). Conclusion: device failure/lack of effectiveness related to patient condition (lost to follow up).